Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on this left ventricular (lv) lead. No out of range measurements were reported. No adverse patient effects were reported. At this time, this device system remains in service.